Manufacturer narrative:
The insulin pump was received with al lbutton responding properly. However, the insulin pump had tacks of moisture on keypad traces. No button errro alarms or frozen screens were noted. The insulin pump was received with cracked case on the display window corners, cracked dipslay window and minor scratches on lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 193mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.